Event description:
It was reported that a novum iq syringe pump is not delivering the full syringe of medication during delivery. Reportedly it can be up to half of the syringe full. This occurs on intermittent meds, usually ampicillin, gentamycin and acyclovir in 5-10 ml syringe, sometimes larger when the medications come prefilled from pharmacy. The medications are infused into the peripheral IV with a 3-way access device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.